Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to blood glucose. Troubleshooting with tandem technical support indicated that the pump was operating as expected. However, the customer maintained that there was an issue. The customer continued to use the pump for insulin therapy and declined further troubleshooting.